Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for opal mapping atrial fibrillation (a fib) ablation. During the procedure when attempt was made to go transseptal, it was not able to get up the device normally. When the sheath was removed from the body and the sheath was note bent. Thus, the sheath was replaced with versacross connect kit. However, when the wire was removed the kit, the kit was noted bent. Thus another versacross connect kit was opened and the procedure was completed successfully. The patient had the extremely tortuous anatomy, no patient complication was reported. The device is not expected to be return for analysis as disposed.